Event description:
Same case as MFR#6000089-2004-01615 and 01614. Clinical study-it was reported that during a coronary artery drug eluting stenting treatment procedure a dissection and thrombus occurred. The lesion being treated was a 3.5 mm, 90% stenosed mid left anterior descending (lad) artery lesion. This was not predilated. The pt was administered IV 2b3a inhibitor, IV angiomax, and oral plavix. The physician then placed a taxus express2 8.8% 3.5 x 12 mm drug eluting stent. Repeat angiography revealed slow flow through the stent, distal and proximal dissections with visible thrombi at the treated site. The physician then placed a taxus express2 8.8% 3.5 x 12 and 3.0 x 24 mm drug eluting stents to repair the dissection. The pt's post procedure cardiac enzymes were elevated and met criteria for a myocardial infarction, which was resolved without intervention. The pt was discharged 2 days later on asa and plavix. In the opinion of the physician the relationship between the event and the taxus stent is "probable."